Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: unexplained por¿s observed in the black box. The battery compartment is cracked above and below the bumper pad. Corrosion observed inside battery compartment. Returned battery cap has stripped threads and worn top. It is unable to fully attach to the pump; por¿s duplicated with returned battery cap. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no por¿s were duplicated during this time. Returned cartridge cap also used to complete testing. Leak test shows leak in battery compartment. Pump opened and no further evidence of moisture damage found. No damage to the power circuit was observed. Display screen has a pinkish contrast.